Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a no delivery alarm. The customer¿s blood glucose level was 290 mg/dl. The customer stated they have tried all remedies. The customer reported that they had not tried different cannula lengths. Customer stated the tubing was not bent or kinked. Troubleshooting was performed. The customer was advised to revert to back up plan. The device will be returned for analysis.